Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 1a endoleak. Additionally there was evidence to reasonably support the following observations; a proximal extension was used as an iliac extension, intraoperative distal movement of the suprarenal cuff, intraoperative movement of the second infrarenal cuff due to tortuous anatomy, post-operative hypertension and ischemic colitis. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use, placement of the proximal extensions and patient anatomy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The explanted devices were not returned for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Updated information, it was reported the patient had the devices explanted on (B)(6) 2016.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two infrarenal aortic extensions and a suprarenal aortic extension on (B)(6) 2016. During the initial implant two proximal extensions were placed lower then expected due to the angulation of the patient anatomy. At the completion of the procedure there was no endoleak identified. The patient had a follow up computed tomography (CT) one month post implant and the CT showed a type 1a endoleak. The patient is asymptomatic, and a secondary has been scheduled with the physician.